Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with missing segments due to cracked lcd zebra connector. The insulin pump was received with broken battery tube threads.

Event description:
It was reported that the insulin pump had battery compartment cracked. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.